Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction and blood glucose issue were verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged wake button issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the wake button was not working. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was 356 mg/dl - "high". Cause of bg was not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.